Event description:
It was reported that the c-arm on the stereotactic table hit the st holster and the top of the holster was cracked and damaged the dc adapter on the control module. There were no pt consequences reported.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the dc motor adapter broken. To correct this issue, the analysis site replaced the dc motor adapter. After servicing and upgrades the unit passed qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.